Event description:
It was initially reported that the patient's settings were changed from an output current of 2.5ma to 1.0ma. The patient visited with the surgeon, which he indicated that the settings should be at 2.5ma. Review of the patient's programming history revealed on interrupted system diagnostic. It was also noted that only the on time was adjusted during a programming session at the same appointment. The surgeon has decided to disable the device due to the patient's seizure improvement. Good faith attempts to obtain additional information have been unsuccessful to date.